Event description:
It was reported that, during a transcatheter aortic valve replacement (tavr) procedure, this implantable cardioverter defibrillator (ICD) exhibited oversensing of external noise. No adverse patient effects were reported. This ICD remains in service.